Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients with 4 years or less battery longevity and concern for symptomatic mode change to safety mode to have prompt generator change. Patient had ~4 years battery longevity, concern for patient symptomatic with mode switch. Patient had generator change.